Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter was reading inaccurately high compared to a hospital meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter claimed that the alleged issue began at 8:00 am on (B)(6) 2021. The reporter stated that the patient felt ¿dizzy and tired¿ and obtained a blood glucose reading of ¿117 mg/dl¿ on the subject meter after. The patient perceived it as a normal result. The reporter did not specify how the patient manages his diabetes but informed that the patient drank soup in response to the issue and felt better. The reporter informed the cca that the following day at an unspecified time the patient started feeling worse and felt ¿extremely dizzy, sleepy and could not stand up¿. At an unspecified time on that same day the patient went to the emergency room (ER) and a blood glucose reading of ¿47 mg/dl¿ was obtained on a hospital meter before treatment. The reporter claimed that the patient received a ¿serum line¿ and/or oral medication for diabetes but did not specify any other medical treatment. During troubleshooting, the reporter was unable to confirm whether the unit of measure was set correctly on the subject meter. The cca established that the patient had used an approved sample site to obtain the blood sample and had followed the correct testing process. The cca confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.